Event description:
It was reported that the device had a blank screen. Physio-control evaluated the device and found that it was not able to deliver defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the programmed system controller pcb and user interface pcb assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed user interface pcb and system controller pcb assemblies at the failure analysis center and was unable to duplicate the reported failure.